Manufacturer narrative:
(B)(4). Batch # l53n0w. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gastroplastic procedure, at the time of the second gastric stapling, it was observed that this material removed the gastric wall section but there was no stapling the stomach. After stapling, the stomach was glued to the load and left open stomach and the doctor had to suture by hand, almost converting surgery. The procedure was complete with same like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was the product code and lot/batch number for the stapler used with the ecr60g cartridge (ex, ec60, long60a, pse60a, etc)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?